Manufacturer narrative:
The patient programmer was returned for analysis. The complaint was not verified. The main board was replaced as a preventative measure.

Event description:
It was reported the patient, and the person holding the patient programmer, experienced shocking when the button was pressed to turn on the programmer. The programmer was not dropped or wet. The reporter was not able to adjust the stimulation. The patient received a new patient programmer. No injury was reported. Refer to manufacturer report #3004209178200803833.